Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device (vad) experienced pump thrombosis, necessitating thrombolytic therapy more than three times. Tissue plasminogen activator therapy was administered due to the presence of a thrombus inside the pump. The patient also experienced high power issues more than three times, indicating a device malfunction. It was also reported that the vad exhibited several vad disconnect alarms, a vad stopped alarm and an electrical fault alarm. The healthcare provider decided to perform a pump exchange. The device was subsequently explanted. Of note, a review of log file data revealed a previous motor start event with parameters outside of the typical range. This vad is included in the subgroup 3 population for delay or failure to restart.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad)(B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed multiple increases in power consumption and estimated flows, with parameters above normal operating range, throughout the analyzed period, each followed by a subsequent return to baseline parameters, which corresponds with the reported administration of tissue plasminogen activator therapy multiple times. As a result, the reported high-power event was confirmed. However, the reported thrombus event could not be confirmed due to insufficient evidence. Review of the alarm log file revealed one (1) electrical fault alarm logged on (B)(6) 2024 at 11:31:13, indicating an over current condition on the rear stator. Additionally, review of the event file revealed a reactivation event logged at 11:31:13, indicating an over current condition on the front stator. One (1) vad stopped alarm was also logged at 11:31:13, indicating that the motor stators failed, which corresponds with the over current condition simultaneously logged on each stator. A vad disconnect alarm was then logged at 11:31:14, indicating a physical disconnection of the driveline from the controller. An additional vad disconnect alarm was logged on (B)(6) 2024 at 12:01:51, following a controller power-up event without an associated motor start event at 12:01:43, indicating that the controller was powered on without the driveline connected. Log file analysis also revealed that a motor start event had been recorded on 04/sep/2022 at 12:38:51 in which a motor start parameter was atypical. As a result, the reported atypical motor start finding and vad stopped alarm, electrical fault alarm, and vad di sconnect alarm events were confirmed. Based on the available information, possible root causes of the electrical fault alarm, reactivation event, and vad stopped alarm can be attributed, but not limited, to a marginal connection between the driveline and controller, contamination by foreign material of the driveline connector, and/or damage to the driveline wires or driveline connector. Based on the risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during vad startup. Based on the available information, the device may have caused or contributed to the reported high-power event. Based on the available information and historical review of similar high-power events, the most likely root cause of the high-power event may be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.